Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following recent weight loss, patient's ipg was moving in the pocket and causing discomfort. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was readjusted and sutured down in the pocket.